Manufacturer narrative:
In summary, resistance was noted during advancement of the cypher select stent delivery system (sds) to an unidentified target vessel but the physician continued to move forward with the procedure. During deployment of the stent, it became apparent that the stent had slipped of the balloon and thus did not fully cover the target lesion. Additional stent placement was required to complete the procedure. There was no injury to the patient. Indication for the evaluation of this patient is unknown. The de novo target lesion was calcified and tortuous with 85% stenosis. The safety and effectiveness of the cypher select has not been proven in tortuous vessels that may impair stent placement. In addition, per the instructions for use (IFU), should any unusual resistance be felt before stent deployment, the entire device should be removed. Before stent deployment, the IFU recommends that correct stent position relative to the target lesion be confirmed via the radiopaque balloon markers. Based on the available clinical information, it appears that this was not done. The exact cause of the stent dislodgment could not be confirmed. However, there are vessel characteristics and procedural factors that might have contributed to this event. There is no evidence to suggest that the event was manufacturing related. The stent remained implanted and was not available for evaluation. The sds was inspected and the shaft was bent at several points. Crystallized residues of inflation media were observed on the inflation lumen, and inside the balloon. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported stent dislodgement was confirmed, as the stent was not returned. The exact cause of the damages on the shaft could not be determined, but does not appear to be related to the manufacturing process. Inspections are in place to prevent this type of failure from leaving the facility. Please note, this cypher is not distributed in the us; however, it is similar to us cypher product.

Event description:
During stent delivery, the stent slipped forward off the balloon and was inaccurately placed in the distal portion of the lesion. An additional stent placement was required. This patient was admitted for coronary intervention of an 85%, de novo, calcified and tortuous lesion in an unknown vessel. The lesion was predilated prior to stent placement (details unknown). While advancing the stent to and across the lesion site, the physician noted some resistance. The physician was able to cross the lesion with the device; however, during deployment, it was noted at that time that the stent had slipped forward off the balloon. This caused the stent to be deployed in the distal portion of the lesion leaving the proximal portion not covered/treated. An additional stent placement was required to cover the proximal lesion site. The procedure was completed successfully and without further incident.